Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump a review of the event history log revealed 442 occurrences of the "downstream occlusion!" Messages and total of 435 occurrences of the "auto-restart" messages recorded. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation observed and found that when the downstream occlusion pressure was set to the low that the pump failed to auto-restart, and the pump had delayed response from the processor printed circuit board (pcb) to restart and the processor pcb failed the flash testing. The processor pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not restart when downstream occlusion pressure was set at low during programming/ setup. There was no patient involvement. No additional information is available.